Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not charge properly. The customer reported that the battery depleted despite attempting to charge with multiple cables and wall adapters. The customer's blood glucose level was 232 mg/dl. The customer reported would use manual injections as alternate insulin therapy.